Event description:
The facility representative reported a colleague infusion pump with failure code "810:41 ". This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the general patient ward. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem was not confirmed nor reproduced. The cause was determined to be the air in line board being out of calibration. The air-in-line printed circuit board was recalibrated and verified to correct the reported condition. Additional information: the user interface module software version of this pump is colleague 2006 with 6.13.90. A device history review revealed no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed no previous service events were related to the reported condition. This issue has been escalated to CAPA.